Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead, implanted (B)(6) 2005; ddbb1d1 ICD, implanted (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has two right ventricular (rv) lead, one for pacing and one for defibrillation needs. A lead integrity alert (lia) and one lead exhibited oversensing, elevated sensing integrity counter (sic), and high rate non-sustained episodes. The other rv lead exhibited noise. It was thought that the leads may be hitting against each other causing the oversensing/interference but this could not be confirmed. A venogram determined that there was a vein occlusion so not surgical intervention has taken place yet. The lead alert was programmed off and the ventricular tachycardia (vt) detections were turned off. The patient has only the ventricular fibrillation (vf) zone programmed on. The leads remains in use. No patient complications have been reported as a result of this event.